Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer when the patient was about to undergo a magnetic resonance imaging (MRI) at the clinic. Multiple magnets were placed over the can, but no tones were elicited. Furthermore a 60/60 magnet reset was not able to establish communication with the s-ICD. A revision procedure will be performed soon; however, the s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer when the patient was about to undergo a magnetic resonance imaging (MRI) at the clinic. Multiple magnets were placed over the can, but no tones were elicited. Furthermore a 60/60 magnet reset was not able to establish communication with the s-ICD. A revision procedure will be performed soon; however, the s-ICD remains in service at this time. No adverse patient effects were reported.